Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion alarm of the device was not working. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble, scratched lcd lens, and cracked battery door. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a bad dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.